Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported when a patient presented to the clinic for a routine follow-up, an alert indicating nonsustained right ventricular oversensing alert was observed. It was discussed the cause may have been possible myopotential oversensing. The low frequency attenuation filter was turned off. No patient symptoms were detected.